Manufacturer narrative:
The customer reportedly, the unit was calibrated in service mode to address the issue submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On 17jan2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported by the international customer that the ventilator screen was dysfunction and insensitive. No patient involvement.